Event description:
The customer reported that the system was unable to take x-rays, but it boots properly.

Manufacturer narrative:
The ge service rep replaced the xray controller with gib pcb. He reloaded software and verified the system's operation. The system is operating as intended.